Event description:
The customer contact reported an electrical shock. The customer contact reported when the nurse unplugged the ac power cord plug of the device from the ac power outlet, the nurse rec'd an electric shock to an unspecified arm. At that time, the nurse reported tingling and tenderness. The customer contact reported the nurse was evaluated in the emergency room. There were no reported adverse pt events or delays in critical therapy while the device was in clinical use. Though requested, no add'l info was provided if any medical interventions were required.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.